Event description:
The customer reported that the system needed to have the extended exposure turned off. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The extended exposure feature was turned off. The system was tested and found to be working as intended and put back into service.